Manufacturer narrative:
The device analysis report is attached. This report is submitted on may 5, 2020.

Manufacturer narrative:
This report is submitted on february 20, 2020.

Event description:
Per the clinic, the patient developed an infection at the implant site under the coil, resulting in subsequent extrusion of the internal device through the skinflap. The patient was administered with four doses of IV and oral antibiotics (date and duration not reported). On (B)(6) 2019, the device was explanted. It is unknown whether the patient will be reimplanted, as of the date of this report.